Manufacturer narrative:
Reference associated MDR 1627487-2018-12570 and 1627487-2018-12572.

Event description:
It was reported the patient underwent surgical intervention on (B)(6) 2018 where their original ipg was replaced and additional leads were placed. Reportedly, effective therapy was obtained postoperatively.

Manufacturer narrative:
Changed for clarification on dates. Added model 3688: scs ipg. Added PMA/520(k) p010032. (B)(4).

Event description:
It was reported surgical intervention was undertaken on (B)(6) 2018 where the original ipg was replaced with a new model due to an unknown reason. Reportedly, effective therapy was obtained postoperatively (please reference MFR. Report#1627487-2018-12570 regarding the leads).